Event description:
It was reported that the patient presented in clinic due to discomfort and fatigue. Device interrogation revealed back up operation due to firmware update on the pacemaker. Programming changes were performed to resolve the issue. There were no patient consequences.